Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in the hospital due to non-vad related reasons. During interrogation of the system controller by the lvad clinician, pump stoppage alarms were observed. No arrhythmias or trauma to the driveline were reported. The patient was asymptomatic during the event. No audible alarms were reported. On (B)(6) 2017 that the manufacturer's technical service representative performed a distal end percutaneous lead (driveline) replacement. No immediate alarms occurred after the repair. No additional information was reported.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing and the severed distal end portion, measuring approximately 31inches in length, was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations that were present while the pump was supporting the patient. The driveline portions were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the driveline revealed a partially severed brown wire approximately 9.5 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing. Significant abrasions to the insulation of the brown and orange wires and a kink in the orange wire were also noted approximately 9 inches from the pump housing. The remainder of the driveline was submerged in a saline solution for high-potential testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation of both the replaced external driveline portion and the explanted pump will be completed together. The evaluations are not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: on13june2017, the patient underwent a pump exchange due to driveline faults.